Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs ipg is inoperable as she hadn't used or charged her system in approximately 3 months. Surgical intervention is planned for a later date to address the issue.

Event description:
Additional information received identified surgical intervention took place on (B)(6) 2016, at which time the patient's ipg was explanted and replaced. Effective stimulation was restored postoperative.